Event description:
During a 23 ga vitrectomy to the left eye, the vitrectomy probe was found to be not working properly: not cutting or removing tissue. The probe was replaced with a single wrapped replacement probe, which worked. The procedure continued.